Manufacturer narrative:
Correction: d1. Additional information: h6 the product involved in the report has not been returned for evaluation; however, the reporter provided photographic /video evidence which depicts the reported event: broken y-adaptor; the complaint is considered to be confirmed. Investigation for this failure mode was previously performed; as the issue is a known failure; the root cause was determined to be manufacturing related. Processes are in place to prevent future reoccurrence of the issue. The device history record for lot 4301085 was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the ballard in-line suction snapped off with the spike being stuck in the opening of the 3.0 endotracheal tube (ett), this made it impossible to bag the patient. The respiratory therapist (rt) cut the ett and insert a new ballard in order to bag the patient; there was no patient harm.

Event description:
It was reported, the ballard in-line suction snapped off with the spike being stuck in the opening of the 3.0 endotracheal tube (ett), this made it impossible to bag the patient. The respiratory therapist (rt) cut the ett and insert a new ballard in order to bag the patient; there was no patient harm.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 06 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.